Event description:
It was reported that a critical pump alarm was heard and confirmed by telemetry. The alarm was heard (B)(6) prior to the date this event was reported ((B)(6) 2011). Telemetry confirmed that a reset due to a low battery occurred and the pump was in "safe state" on (B)(6) 2011 at 0426. Per another reporter, the pt experienced the following change in therapy effects/symptoms as of (B)(6) 2011: fever, nausea and rigid muscles. The pt was at home. The pt's status was undetermined as of (B)(6) 2011. Troubleshooting options, including updating the pump to minimum rate mode, were considered. The pump contained baclofen. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).